Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any product information received. Depuy synthes has been informed that the catalog number and lot number is not available. Complaint to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: competitor liner event: this was used in conjunction with depuy product in this patient.

Event description:
Patient was revised to address a dislocation.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or review of device history records was not possibe as the necessary product and lot code was not provided. It was reported the depuy femoral head was used in conjunction with a competitors acetabular liner. This use of a depuy device is not recommended and is considered off label use. The investigation can draw no further conclusions with the information provided. Based on the peformed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.